Event description:
Per distributor customer report, "the device did not alarm when there was allegedly desaturation on the vent the pt was on, causing no one to be alerted and the pt to expire. Passed away on (B)(6) 2010 around 6:00pm. They are asking we pull the download to look for this desaturation, that should have been caused by the infant having a blockage in their traque [sic]. The child was born (B)(6) and had multiple health issues to begin with such as being prematurely with anoxic brain injury leaving them in a vegetative state, with a traque [sic], several heart defects and abnormalities." How long was the device in use this session? "Not sure - they are not sure if it was even on the pt." What were the device settings? "High o2-off, low o2-88% (last checked on (B)(6) 2010).

Manufacturer narrative:
The user reported that they were unsure if the device was connected to the ventilator dependant pt, and the device has not been returned to us for eval even though it was requested to be returned to recover data from the device during the initial report of the complaint.